Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.2, lab: 2.8, inratio: error, lab: 2.4. Lab draw was performed right after the meter reading.

Manufacturer narrative:
Investigation pending.